Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process. The malfunction code did not recur after the reset, and the customer was advised that they could continue using the pump. The customer understood the instructions and was told to contact support if the malfunction code appeared again.